Event description:
The facility reports, while using the lifter to move the resident to bed, the resident slipped out of the sling, falling and striking her head on the edge of the bed. The resident sustained a cut to the left side of the back of her head which required three staples to close.

Manufacturer narrative:
An arjo investigator visited the facility to inspect and test the lifter and to inspect the sling involved in the reported incident. However, the facility was unable to identify both the lifter and sling involved, as they were not taken out of service. As the facility had a total of three marisa lifters, the investigator inspected and tested all three. No faults were found and all performed to specification. A check was also carried out on all slings presented to the investigator. All were found in good condition with no faults found. The arjo investigator was told by the facility's maintenance director that they were carrying out their own investigation. The slings on the first floor where the reported incident occurred had been removed from service and were not made available to the arjo investigator. Based upon the report received, the manufacturer is unable to come to any conclusions as to why this reported incident occurred. However, for a patient to slide out of a sling would indicate the sling was possibly incorrectly fitted around the patient prior to lifting, as the two leg end straps of the sling were passed on the outside of the legs instead of between the legs. The manufacturer recommends the facility advise/retrain their carers on the correct procedure for fitting slings around and transfer of patients.